Event description:
It was reported that the patient with this pacemaker experienced a syncopal episode and presented to the emergency room. The patient was fine and their rhythm was noted to be stable upon review in the emergency room. Boston scientific technical services (ts) discussed this with the physician. No additional adverse patient effects were reported. The device remains in service.